Event description:
It was reported that the insulin pump experienced power loss, and the issue recurred every fourth hour. The insulin pump had not been without a battery for more than 10 minutes. The customer's blood glucose was 23 mmol/l. The caller stated that the insulin pump also alarmed several alarms and that the battery had been changed several times as well. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored without battery, reinsert battery back into the insulin pump was less than 10 minutes and no unexpected power loss noted. However, long trace confirmed the insulin pump low battery alarm and pump error that the root cause is the non-sleep anomaly software error. The insulin pump was received with normal operating current. The insulin pump passed the self test. The insulin pump had minor scratched lcd window, cracked battery tube threads and scratched case.